Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to additional information being received 06-jan-22. "29. Was the stent being placed through the side wall of a previously placed stent? Yes". Stent in stent (y or t format) is considered off label use and completion of lab evaluation 24-jan-2022. Na. 1. Are images of the device or procedure available? N/a, yes, no. No. 2. At what stage of the procedure did the complaint occur? Unpacking or preparation, insertion, during stent placement, removing the introducer post stent placement. Lab evaluation completed on 27. During stent placement. 3. Was a sphincterotomy performed prior to use of the stent device? N/a, yes, no. Yes. 4. Was balloon dilation performed prior to use of the stent device? N/a, yes, no. Yes. 5. What was the length and diameter of the stricture? Dr does not recall. 6. What brand of endoscope was used with the device? Olympus 190. 7. Was the product inspected for kinks or damage before use? N/a, yes, no. Yes. 8. What was the position of the elevator during deployment? N/a, open, closed open. 9. Was the delivery system tracked around a tight angle in the patient anatomy or around a tight angle in an endoscope? N/a, yes, no. No. 10. Was the device flushed through both flushing ports before the procedure, as per IFU? N/a, yes, no. Yes. 11. Details of the wire guide used (name, diameter, hydrophyllic)? Hydrajag/035/hydrophylic. 12. What was the target location for the stent? Cbd. 13. Was the red safety lock removed before inserting the delivery system? N/a, yes, no no. 14. Was the red safety lock removed before stent deployment? N/a, yes, no yes. 15. Was the patient's anatomy tortuous? No. 16. Did the patient exhibit altered anatomy? N/a, yes, no no. 17. If yes, please specify the type of altered anatomy: n/a. 18. Did the patient have any pre-existing conditions? N/a, yes, no. No. 19. If yes, please state the specific condition(s): n/a. 20. Was resistance encountered when advancing the wire guide to the target location? N/a, yes, no. No. 21. If yes, how did the physician deal with this resistance? N/a. 22. Was resistance encountered when advancing the delivery system to the target location? N/a, yes, no. No. 23. If yes, how did the physician deal with this resistance? N/a. 24. Was there resistance felt passing the delivery system through the stricture? N/a, yes, no. No. 25. Was any damage noted on the wire guide before, during or after the procedure? N/a, yes, no. No. 26. Did the tip of the delivery system cross the target location? Yes. 27. Was the handle pulled toward the hub during deployment? N/a, yes, no yes. 28. Was the delivery system pushed during deployment? N/a, yes, no no. 29. Was the stent being placed through the side wall of a previously placed stent? N/a, yes, no. Yes. 30. Did any part of the product snag/get caught on the stent when removing the delivery system? N/a, yes, no. No. 31. Was post-dilation performed after the placement of the stent? N/a, yes, no n/a. 32. Did the patient require any additional procedures as a result of this event? N/a, yes, no. No. 33. If yes, what intervention was required? N/a. 34. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? [N/a, same procedure, another day] same procedure with another stent. 35. Were any other defects (other than the complaint issue) observed on the delivery system prior to return? [N/a, yes, no]. No. 36. If yes, please specify what other defect(s) were observed: n/a.

Manufacturer narrative:
PMA/510(k) #k163018 device evaluation the zilbs-635-10-8 device of lot number c1819523 involved in this complaint was returned for evaluation, with the original packaging. With the information provided, a physical examination and document-based investigation was conducted. The doctor confirmed that the wire returned with our cook device was put in error by the hospital staff lab evaluation the device related to this occurrence underwent a laboratory evaluation on 24 january 2022. On evaluation a wire returned within the device ( not a cook device), the strut of the stent was protruding through the distal end of the outer sheath. The device flushed without any issues, the wire guide passed without any issues and the stent could not be deployed. Document review prior to distribution zilbs-635-10-8 devices are subjected to a visual inspection and functional checks to ensure device integrity. A review of the manufacturing records for zilbs-635-10-8 of lot number c1819523 did not reveal any discrepancies that could have contributed to this complaint issue. There is evidence to suggest the user did not follow the instructions for use ifu0065-3 the instructions for use ifu0065-3 states the following: the device is not intended to be deployed through the wall of a previously placed or existing metal stent. According to the patient info tab the user placed the stent through the side wall of a previously placed stent and this is considered user error. Root cause review a definitive root cause of user error was identified. It is known from the available information that the user placed the stent in the side wall of a previously placed stent. It is also possible that this error could have contributed to the strut protruding through the outer sheath as the device was being positioned for deployment. Summary complaint is confirmed as failure was verified in the laboratory. According to the initial reporter the patient went through the same procedure, another day. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Dr. (B)(6) is having good experience with our zilver 635 from last one year but during procedure use stent was advanced in the left duct but did not get deployed despite a lot of efforts.

Manufacturer narrative:
PMA/510(k) #k163018. The investigation is in progress and a follow up MDR will be submitted.